Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the only analyses that results in "shock advised" were on 04/01/26 and 04/12/2026 and in both cases, the device was in AED mode and not manual mode with no clinical logs to evaluate the shock advised. The log also suggests the device behaved as intended operating in AED mode. The device was placed in the environmental chamber and functioned as intended. The mfc cable passed testing inspection. Unit was stressed by both the field tech and zoll with no faults found. The device was recertified and returned to the customer. No emerging trend based on similar reports.